Manufacturer narrative:
(B)(4). Batch # n91r5r, n91r11. The analysis results found that only 9 scissored clips of an er320 device were returned for analysis. As the device was not returned for analysis, no further testing could be performed. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) (B)(6) . Batch # ni. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, scissoring occurred. Another device was used to complete the case. There were no adverse consequences to the patient.